Event description:
It was reported that the target lesion was located in the proximal left anterior descending artery (lad) with no tortuosity, moderate calcification and 90% stenosis. The 3.0 x 20 mm voyager nc balloon catheter was used for pre-dilatation of the calcified lesion. However, the balloon ruptured during the first inflation, 15 seconds after the initiation of dilatation at 12 atmospheres (atm). There was no reported resistance during advancement or during retraction in the lesion. Then, a 3.0 x 28 mm non-abbott stent was implanted and the deployed stent was further dilated with a 3.25 x 20 mm voyager nc balloon catheter. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.